Event description:
It was reported that a 73-year-old male patient (63.0 kgs, 168.00 cms) underwent an atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis it was reported that the pvi and mitral isthmus line ablation were planned for af. Blood pressure decreased during mitral isthmus line ablation after pvi. Decreased heart rate was confirmed on x-p. Since a small amount of pericardial effusion was found in echocardiography, drainage was performed, and ablation was terminated. Blood pressure was stabilized, and the patient was returned to ICU. Timing when complaints occurred was during mitral isthmus line ablation. Drainage was performed. The physician's opinions on the relationship between the event and the was that pop did not occur during mitral isthmus line ablation. The event was noticed with decreased vital signs. The physician recognized that tamponade occurred during mitral ablation, and there was no abnormal contact force. There were no abnormalities observed prior to and during use of the product. The complaint product(s) will not be returned for analysis. Patient required extended hospitalization because of the adverse event. Prior to noting the pe or CT, ablation was performed. Force visualization features used were real time graph; dashboard; vector; visitag. Additional filter used with the visitag was fot. Color options used prospectively was tag index. The lot number is e8420849. The patient did not require extended hospitalization because of the adverse event as the amount of drainage was small and stopped during hemostasis, so the patient was discharged without any problem. Relevant tests/laboratory data ---none. Other relevant history --- none. Generator was a smartablate generator, the serial number was unknown. Rf needle was used for the transseptal puncture performed. Irrigated catheter was used in the event, the flow setting was pre 0 sec/ post 2 sec. Correct catheter were settings selected on the generator. The pump flow setting was normally controlled by the generator. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability used was 2 mm/3 sec/25%/2 mm. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone:(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30856902l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).